Event description:
On 12/20/93, the rptr was treated with the unit in physical therapy for a hip injury. She experienced no problems. On 12/22/93, she was given the unit for home use. On 12/23/93, she was feeling fine and was released from physical therapy. She used the unit on the average of once a day until 1/1/94, when she received an electrical shock from the unit. The rptr will see her physician on 1/5/94. She stated that her pain is now greater than it was prior to using the unit. On 12/20/93, the rptr was treated with the unit in physical therapy for a hip injury. She experienced no problems. On 12/22/93, she was given the unit for home use. On 12/23/93, she was feeling fine and was released from physical therapy. She used the unit on the average of once a day until 1/1/94, when she received an electrical shock from the unit. The rptr will see her physician on 1/5/94. She stated that her pain is now greater than it was prior to using the unit.